Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was observed to be torn. A damaged bolus button will permit contamination to permeate the buttons negatively impacting button function. The damaged bolus button should be obvious and alert the user to discontinue use. The up and bolus buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The bolus button was removed and contamination was found under the button contact.

Event description:
It was reported that the keypad up arrow button and the audio bolus button were unresponsive. There is no other information available about this complaint.